Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that he was treated by emergency medical services due to low blood glucose. He did not recall the blood glucose reading at the time of the event. The customer was wearing the insulin pump at the time of the event. The blood glucose reading was brought up to 105 mg/dl. The insulin pump was not replaced or returned for analysis.